Event description:
Additional information received 1/23/2024, where a voluntary report mw5149780 was filed with FDA. The report states that the lifevest ¿burned my chest and side near my heart.¿ patient went to the emergency room. The health effect clinical code was reported as a ¿superficial (first degree) burn. T he inappropriate shock event was already reported on MDR number 3008642652-2023-09717, where it was not known that the patient had sustained a burn. As such submitting this report for the reported burn.

Manufacturer narrative:
Submitting this report based on injury reported by patient as documented in mw5149780.